Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corneal edema was reported. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, unknown diopter in patient's right eye (od) on (B)(6) 2015. Excessive vault, pupil block, angle closure with elevated intraocular pressure and unreactive pupil was noted. A yag, enlargement of pi and anterior chamber irrigation of remaining visco/fluids was performed. The icl was explanted on (B)(6) 2015. No other lens was implanted. See MFR. #2023826-2015-01452 for left eye.